Manufacturer narrative:
Device age is unk as lot # is unk. (B)(4). Date of manufacture is unk as lot # is unk. One used tpn double lumen catheter set was returned. Upon visual inspection of the device a 1/2 cm fracture was identified in the junction between the manifold and the catheter. It appears that this device was bent and became kinked causing a fracture in the catheter. As per quality control specs, "confirm overall catheter surface is clean and free of damage or excessive imperfections." The product is shipped with instructions for use which includes catheter maintenance instructions and warning related to impeded lumen flow and the usage of power injectors. It appears that this device was bent and became kinked causing a fracture in the catheter. We have notified the appropriate personnel and we will continue to monitor for similar complaints. The conclusions of quality engineering risk analysis would not change with the addition of this complaint. A preventive action has been previously issued in an effort to alleviate/reduce the occurrence of this failure mode.

Event description:
On (B)(6) 2012, a cook tpn double lumen tpn catheter was advanced into the appropriate position and placed. The catheter was sutured to the skin and dressed in standard fashion. Around (B)(6) 2012, the junction between the manifold and the catheter became bent (kinked) and leakage occurred from the damaged area. It was repaired with a double lumen catheter repair set. However, around (B)(6) 2012, the same area of the repair catheter was also damaged and leakage occurred. The first catheter was removed and an entirely new second catheter was placed. No adverse effect on the pt.